Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose reading 9.5 mmol/l. The alarm happened after being in the pool. Troubleshoot was performed. Troubleshoot was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received open book or critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to critical pump error. The device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.